Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2020-04699 and 1627487-2020-04700. Additional information received identified the patient's scs system extensions were replaced and the patient's stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No surgery has been scheduled at this time. If surgery occurs, a supplement report will be submitted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; related manufacturer reference number: 1627487-2020-04699; related manufacturer reference number: 1627487-2020-04700. It was reported the patient experienced a loss of therapy with one extension. Diagnostics revealed high impedances, and x-rays showed disconnection between the extension and the ipg. To address the issue, the patient may be awaiting surgical intervention. Note: it is unknown which of the patient¿s extensions is disconnected, therefore both are being reported.